Event description:
It was reported to boston scientific corporation that a nottingham one-step ureteral dilator was used during a procedure performed on an unknown date. According to the complainant, as the device was pulled out of the box during unpacking, it was noted to be bent. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.